Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: stiff knee, potential arthrolysis, issues in flexion. The provided radiograph was not reviewed as the position of the implant is difficult to review with a single position. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 : 42522200611 - articular surface fixed bearing ultracongruent (uc) right 11 mm height - 65545583. 42532008302 - tibia cemented 5 degree stemmed right size h - 66086209. 42540200035 - all-poly patella cemented 35 mm diameter - 66081554. 66022663 - palacos r + g (1x40) - 67001312. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, 3 months later, the patient underwent a revision with open lysis of scar tissue due to stiffness, fixed flexion deformity, and malalignment of the femoral implant. The femoral, art surface, and patella were all revised without reported complication. Attempts have been made and all available information has been provided.